Event description:
It was reported that a smiths medical pump was alarming force sensor error. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a non-original equipment manufacturer (OEM) grey alternating current (ac) power cord, outside the pump was dirty with dried fluid, and the top case corners were chipped and cracked. A review of the event history log identified force sensor test. During functional testing the reported issue was able to be duplicated. Inoperable force sensor was found due to normal wear, the part was 9 years old. The root cause of the issue was due to normal wear as the pump was over 9 years old. Device will be placed in quarantine due to non-OEM ac power cord.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating no patient involvement.